Event description:
I have been diagnosed with asthma and also sleep apnea. I have been using CPAP therapy for over 5 years. Approx I upgraded to a new resmed s9 CPAP machine with humidifier. My medical provider did an excellent job explaining settings and how to use the CPAP machine properly. I have been using this machine approx 7.5 hours average per night for a little over 1 month. Last night I was awaken with a burning sensation in my nose and had a difficult time breathing. I pulled the mask off as it had a strong odor of melting plastic. I needed my albuterol inhaler to breathe properly. I investigated the strong odor by removing the humidifier and trying the CPAP once again. The air seemed fine at this point so I looked into the water reservoir and it was damp but out of water. At this point it appeared that it may have overheated so I washed out the tank, filled it up with clean water and it seemed to work fine again. I do feel nauseated today and my chest aches. I did call my medical device provider at 9:00 am today (B)(6) 2014 and they were very cooperative and will send a completed CPAP and humidifier out today. I should receive it in a day or two. Should there be a recall of the resmed s9 CPAP machines. After looking online I see I am not the only one that has had this issue. Thanks for your assistance.